Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiia endoleak was detected during routine follow-up by CT (computerized tomography) scan. The physician plans to re-intervene and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Additional information: this patient was relined with ovation ix abdominal stent graft system to resolve the event and the patient is stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the aortic component event is confirmed. The event is most likely anatomy related and due to the 40° infrarenal angulation (aortic remodeling) . No procedure related harms were identified. The final patient status was discharged on post-operative day one following a successful endovascular repair. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: device code: remove 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiia endoleak was detected during routine follow-up by CT (computerized tomography) scan. The physician plans to re-intervene and the patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.